Manufacturer narrative:
B3: per reporter, event occurred between 26 and 27 of july. H3: one pump was returned for analysis in used condition. Visual inspection showed the ac connector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed error code 46879. Functional testing was able to duplicate the reported issue. The investigation determined that the cause of the issue was a faulty mainboard. The mainboard was replaced.

Event description:
It was reported that the device was brought back to the service center already, showing error code. These devices with error codes were discovered during a software upgrade. There was no patient involvement.